Event description:
It was reported that post procedure, high impedance was observed. The patient was taken back to the lab to inspect the connection into the header. The pin appeared to go all the way through to the set screw and when tugged on did not come out. The physician then took the lead out and cleaned it and put the lead back into the device. Impedance measurements were taken and were steady. However, the physician felt uncomfortable with the lead due to a suspected setscrew issue. The lead was removed and replaced. When the physician went to connect the new lead into the device he noticed air bubble with blood coming out of the setscrew. The decision was made to also explant the device to make sure the blood in the port would not affect the system performance. After procedure all measurements were normal. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.